Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the stylet pierced through the body of the right ventricular (rv) lead. A malfunction of the rv lead was suspected. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with stylet found partially inserted inside the lead. Visual inspection found the stylet perforated the outer insulation at the proximal region of the lead. The reported event of the stylet pierced the lead insulation was confirmed. The cause of the reported event is consistent with procedural damage.